Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the mobile power unit (mpu) cable had a malformation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a kink in the patient cable was confirmed upon arrival of the returned mobile power unit (mpu) at the european distribution center. The mpu (serial number: (B)(6)) was functionally tested and found to perform as intended despite the observed patient cable kink. The patient cable was replaced, and preventative maintenance was performed. The mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿ cautions the user to never twist, kink, or sharply bend the mobile power unit patient cable, as it may cause damage to the wires inside. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.